Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. Further information was requested however, was not provided.

Event description:
New information noted that the lead exhibited noise and the patient was stable post procedure.

Manufacturer narrative:
The reported events were lead dislodgement and noise. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination of the lead found two external insulation abrasions breaching the outer insulation and exposing the ring electrode caused by friction to the device can located on the proximal region of the lead. The cause of the reported event of noise was due to the exposure of the ring electrode in the abrasion zone. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.